Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1301803) indicated that the device lot met all established performance criteria prior to shipment. Device manufacture date is being corrected.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1301803) indicated that the device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci distributor that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during deployment. The device was removed and the patient was converted to manual compression (duration unknown). Then a femostop was placed at the access site at 50mm hg for 20 minutes at which time hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure and discharged on (B)(6) 2013. No further information is available.